Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviations from the instruction for use (IFU) at the material residue point are unknown. Furthermore, no physical damage was confirmed at the place where the foreign material remained. Therefore, the root cause of the reported event is unable to be conclusively determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the issue was due to insufficient cleaning. In addition, other issues found included the friction plate became deteriorated, the angle wires were stretched, physical stress being caught, pinched, knocked over or dropped, crack of adhesive on bending rubber section, crack of resin part due to impact such as dropping or crack of molded part due to physical or chemical stress caused by handling, deterioration or discoloration due to chemical stress during reprocessing caused by handling, the charged coupled device pixel error occurs cosmic rays or static electricity, and water invasion in the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had white dots. The device was returned for evaluation. During the device evaluation, the air or water tube had remains of white foreign material that was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.